Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova (B)(4) was informed that no further information will be provided as the device is serviced by a external company. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during priming. There was no patient involvement.